Event description:
My baby, (B)(6), has an amt gjet tube. The g connectors, (not the j's), keeping repeatedly breaking and getting stuck inside the port. The extension that keeps breaking is called 12" right angle feeding set with dual enfit y-port. My baby is constantly being put to sleep to get a new one. We aren't sure how or why it's happening. We are screwing it in properly (line it up with the line and turn it clockwise to lock). We always make sure it's secure and locked in place. The j connectors are differently quality than the g's. I beleive it's breaking because the g connectors are cheap poor quality plastic. We came across multiple posts with this happening and I posted as well. It seems like multiple reports have been made but nothing ever gets done about it.